Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, cracked reservoir tube lip and corroded battery tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 500 mg/dl at the morning prior to call. The customer stated that the insulin pump alarmed no delivery and motor error and had a battery issue weeks ago. The customer stated that the drive support cap was norma land that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer stated that the insulin pump passed the displacement test. Customer also reported to have experienced a high blood glucose of 500 mg/dl and has not changed her site and infusion set. No high blood glucose troubleshooting was performed due to insulin pump is being replaced for battery issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to return for analysis.